Event description:
Per complaint (B)(4), a patient presented to the dentist's office with a fractured dental implant. The apical portion of the implant was left inside the patient to prevent bone loss due to its complete osseointegration. A new dental implant was placed approximately three weeks later.